Event description:
The pt developed an aortic root aneurysm which necessitated the explant of this valve and replacement with a valved graft (23cavg-404). There was nothing wrong with the explanted valve.